Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-21 additional information was received from a healthcare provider. They reported that the cause of the ins "being up against the skin" was not determined, but likely due to patient habits. The issue was resolved through a device explant on (B)(6) 2025.

Manufacturer narrative:
H6: correction submitted for updated outcome code g6: correction submitted to update type of report to 30 day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they connected with the implant and increased settings. Patient then told agent they were feeling intermittent shocking sensations at the implant site but not right at this moment. Agent reviewed in that case patient may not want to increase settings and may want to decrease. Patient starting feeling pain and said yes, they wanted to decrease or turn off the therapy. Patient was able to turn therapy off. Patient stated the shocking sensation did not start until about 3-4 weeks ago after meeting at the doctor's office. The doctor's office had instructed the patient to turn off the therapy to help with the inflammation pain but patient stated they did not do that because they did not think turning off the therapy would make any difference with the inflammation and it didn't make sense. Patient stated not being able to do anything at the doctor's office because they could not get the equipment to work at the time. Patient stated the shocking sensation usually happens at night; they could not lay on their back and had to lay on the side. Patient stated they could feel the implant up against their skin even though they were told it was being implanted deeper. Patient has an appointment with the doctor on friday and will discuss. Patient called back in on (B)(6) 2025 and added that they already turned their therapy off, but they were still feeling the shocking pain in their tailbone down to their leg, went up to their neck and then to their arm. Patient mentioned that they called their healthcare provider (hcp) an hour ago and had their appointment rescheduled due to the hcp not being available today (friday). Patient stated that the pain woke them up at night and that they didn't want to wait for another week for their hcp appointment and wanted assistance from a manufacturer representative (rep) to set up an appointment with an available hcp. Agent sent an email to the rep. The patient also mentioned that the shocks were so forceful and so painful that at the middle of the night and it made them jump out of bed.